Event description:
On (B)(6) 2015, the reporter contacted animas alleging a casing condition issue. The reporter stated that there was a crack in the battery compartment. No additional information was available. There was no adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved.of the device.

Manufacturer narrative:
Follow-up #1: date of submission 04/21/2015. Device evaluation: the device has been returned and evaluated by product analysis on 04/08/2015 with the following findings: the battery compartment was found to be cracked below the bumper pad. Unrelated to the initial complaint, the display was found to be dim, fading, and reddish in color. The cartridge and battery caps were not returned; a test battery cap was used to verify steps.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).